Manufacturer narrative:
(B)(6). A visual evaluation of the device revealed that the stent ends were bent. The push catheter was found kinked and partially collapsed in multiple places along the working length. The guide catheter pull wire was looped out of the rapid exchange window. The distal end of the guide catheter was found to be damaged indicating that it had come into contact with some other type of device possibly part of the scope. Approximately 2.1 centimeters of the guide catheter pull wire was looped out of the rapid exchange window of the push catheter. A functional evaluation revealed that the guide catheter could be actuated with slight resistance. A 0.035 inch guidewire could be backloaded through the guide catheter and into the push catheter. The guidewire was found to hit the proximal end of the rapid exchange window not allowing the guidewire to pass completely. The most probable root cause is handling. A device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) of a patient (patient age, sex, and weight are unknown). During the preparation, as the delivery system was loaded onto the guidewire, the guide pullwire was exiting the exchange port. The procedure was completed with another rapid exchange biliary stent system. The procedure was successfully completed with no reported patient complications. The patient was reported to be in stable condition after the procedure. This event has been deemed a reportable event based on the investigation results; stent bent.